Manufacturer narrative:
Hamilton medical ag comes to the conclusion: invesigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: received an email from the customer on saturday 10th june stating "suddenly just switched off and rebooted its self and switched back on again after about 45 seconds". Summary: panel error / connection lost (tn 556951) with panel reconnection tn 556952.